Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance eps and found that the overtemperature switch, fuse, and connecting wires were damaged. A few days prior to the reported event, a steris technician inspected the unit as it displayed an alarm and found that the detergent container was not properly attached causing detergent to leak within the unit. The technician reattached the detergent container, cleaned up the chemistry and returned the unit to service. It is likely that the reported event is attributed to damage to the overtemperature switch from the leaking detergent. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported smoke was emitting from their reliance endoscope processor. No report of injury.